Event description:
It was reported that the customer was hospitalized (B)(6) 2015 due to high blood glucose levels. The customer stated that, prior to the hospitalization, she fell in the shower, bumped her head and received bruises on her body. The customer also had headaches and felt dizzy. The customer explained that she was severely dehydrated. The customer's blood glucose at the time of admission was 180 mg/dl. The customer stated that the cause of the hospitalization was dehydration and vertigo. The customer was treated with fluids and underwent a cat scan as well as a magnetic resonance imaging machine. The results of the scan showed that the customer's brain was fine. The customer expressed that she was feeling better. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.